Manufacturer narrative:
B3: unknown; no information has been provided to date. E1: phone number extension (B)(6). Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the error 1871 was observed. Per reporter, the event occurred during testing. There was no physical damage reported. There was no patient involvement, and no harm/adverse event was reported.

Manufacturer narrative:
D9: 22-jul-2024. H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found no physical damage. The customer's reported problem was confirmed during the functional testing. The cause of the issue was found to be a faulty motor. The motor was replaced. Service history identified the complaint was not related to a previous service of the device within the review period.